Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a patient regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient complained of painful stimulation and lack of improvement. Environmental/external/patient factors that may have led or contributed to the issue are unknown. The diagnostics/troubleshooting performed was an x-ray was taken and impedances were checked. As a result of what was reported, a revision was planned. No device issue and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). Rep wasn't sure what was causing the painful stimulation and lack of improvement. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. The cause of the painful stimulation and lack of improvement was the patient felt it did not work and they couldn't feel that it was working. The device was explanted; they will see how their new one works. No further patient complications have been reported as a result of this event.